Manufacturer narrative:
One cadd® cadd-prizm® vip system was returned for analysis in good condition. The pump was inspected and was tested for any signs of function and pressure failure. The customer's reported problem was verified. The pump failed the occlusion test. A faulty downstream occlusion sensor was found. The failure mode was found to be inoperable. The root cause was found to be unknown.

Event description:
It was reported that a cadd® cadd-prizm® vip system gave an alarm of "occlusion too high" . No report of any patient injury.